Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking."

Event description:
Patient reported left side pain, "they were freaking out", and "leaking". Device remains implanted.